Event description:
Voluntary medwatch received that stated: "pt with decreased level of consciousness. When attempting to increase rate of medication infusion, ivac found to be off''. Upon further query, the following info was provided. The customer contact stated that at an unspecified time, the device was programmed to deliver an unspecified concentration of dopamine. No further programming parameters were provided. At approx 0700, the nurse reported that the pt was transferred from the bed to the chair. At approx 0900, the nurse noted that the pt was "lethargic" but responsive. Reportedly when the nurse went to increase the rate of the dopamine, the pump was noted to be off. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.